Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: surgeon had problems inserting the blade into the pfna nail. When it was inserted the blade got stuck in the nail. A femur osteotomy was needed to extract the pfna. Surgeon implanted another nail and blade. There was a significant prolongation of the operation. The patient is doing well with no wound problems. The patient will kept non weight bearing for around 5 weeks. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing.

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions can not be checked anymore because the blade is completely jammed in the nail. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The device was manufactured according to the specifications and did pass the final inspections without any issues. No product fault could be detected. It is clearly visible that the blade is jammed about 25 degree offset from the correct orientation in the nail hole. The reason why the orientation during the insertion was not correct can afterwards no be defined.